Manufacturer narrative:
H3: analysis of the software exports and logs determined there was insufficient information to determine the cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a deep brain stimulation lead placement procedure. It was reported that there was a deviation and the base attachment screw broken during the procedure causing the rbt device to fall off of the patient's head. Planning for the case was complete without issue. During the procedure, the surgeon had trouble mounting the rbt device base to the patient's skull due to thick scalp skin. The surgeon made a larger incision and was able to secure the base.  The surgeon mentioned the base was very secure. The left lead was placed, mer recording was done, and a patient motor test was completed without issue. The surgeon moved to the right side and placed the lead. Mer recording was done, but prior to the patient motor skill test, the rbt device base plate detached from the patient's skull.  After the screw broke, an o-arm spin was done. The imaging showed gross inaccuracies in the left lead. The lead was more than 2 mm lateral and extremely short (roughly 8 mm above the target). The cause of the deviation was unknown. The use of the guidance system was aborted and another system was used. There was no patient harm and the procedure was delayed less than an hour.

Event description:
Additional information received from a manufacturer representative reported the right lead could not be placed due to the rbt device disconnecting from the patient. The leads were placed using a frame. No further troubleshooting was done and the cause of the deviation was not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.